Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.

Event description:
In 2000: patient admitted after diagnosis of abdominal aortic aneurysm. Procedure concluded normally and patient recovered without incident. The following day: physician was consulted for increase in aneurysm size, and performed a stent implantation. The patient tolerated the procedure well. Patient remained in hospital for multiple issues unrelated to the endograft (e.g., seizure, respiratory failure), and was discharged 25 days later. No further documentation. Patient death four months later. Cause of death listed as aortic endograft occlusion.